Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was having ¿some neurosurgical issues.¿ the patient¿s health care provider (hcp) needed to do a myriad of diagnostic testing including a MRI and possible surgery. The hcp wanted to know if the device needed to be removed before they proceeded. Later that day it was reported that the hcp¿s questions had been answered. Documentation ¿would be completed when the device was re moved.¿ about two weeks later it was reported that the procedure took place at another hospital and no further information was known. The hcp had contacted the patient for information, but had not yet replied.